Event description:
As reported by our edwards lifesciences affiliate in the united kingdom, regarding a 26mm sapien 3 ultra resilia transcatheter heart valve implant in aortic position by transfemoral approach as valve in valve procedure, during the procedure, the commander delivery system balloon burst post-inflation when the valve was fully deployed. The commander delivery system nose cone could not entered the esheath during withdrawal and the esheath split, there was tip detachment and a kink. A snare had to be used and the delivery system and sheath were removed as a single united. No patient injury occurred and patient was noted to be in stable condition post-procedure.

Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, balloon burst was empirically confirmed based on the provided information by the field clinical specialist. Available information suggests patient factors (calcification) likely contributed to the event as reported information indicated presence of calcification in patient's annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.